Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the computer and associated software because the computer mother board was damaged. The cause of the smoke emitting from the motherboard is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens customer service engineer (cse) was at the customer site replacing a damaged component after the dimension vista 500 shutdown. The cse observed smoke emitted from the computer mother board followed by an electrical burning smell from the back of the instrument. There were no injury to staff reported, damage to property, and no delay in testing patient samples. The customer has an alternate instrument.